Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the reported malfunction with the customer over the telephone. The customer reported that no components were replaced, the unit passed extended self-test (est) and it was functioning as intended.

Event description:
It was reported that during patient use, the ventilator graphic user interface (gui) generated a circuit disconnect alarm. Although requested, it is unknown if the patient was transferred to another ventilator. There was no report of serious injury or death associated with this event.